Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that as the operator found that the stylet broke through the catheter during the placement procedure, the operator could not insert the catheter into the patient through the sheath.